Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where it was reported that the ICU set clip leaked fluid. The leakage's location was unknown. It is not known if there was patient involvement or patient harm. No additional information was provided.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.